Event description:
Reference number (B)(4) event occurred in finland. On (B)(6) 2024, it was reported that the patient faced infusion set was leaking from the tubing. The infusion set was in use for two days. No further information available

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6). H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.